Event description:
It was reported that the ventilator failed pre-use check and generated a technical error code indicating alarm sound level too low. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check and generated a technical error code indicating alarm sound level too low. Our field service engineer investigated the ventilator on site and it was possible to reproduce the issue. Loudspeaker was replaced inside the user interface to resolve the technical error. The expiratory valve coil was replaced, inspiratory & expiratory pressure transducer printed circuit boards were swapped around to resolve the pre-use check failure. The provided device logs confirms the reported issue. The replaced expiratory valve coil were returned for further investigation. The returned expiratory valve coil has been tested on a ventilator. It was not possible to reproduce any failure as the returned part passed all the tests. Therefore, no root cause can be established. A defective expiratory valve coil will result in inadequate ventilation. This will be detected during pre-use check and during ventilation by generated alarms. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturer's ref #: (B)(4).